Event description:
It was reported that the touchscreen display was cracked and 80% of the screen was blacked out.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.